Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination confirmed insulation damage in the area approximately 7.5 centimeters (cm) from the terminal pin. Based on the location and appearance of the damage, it was concluded the insulation was abraded due to electrode-on-can contact. The insulation was abraded through to the inner conductor coil and is the root cause of the observed high impedance measurement during testing. Resistance testing verified the inner conductor coils were not fractured and remained properly insulated from one another.

Event description:
It was reported that during a general replacement procedure, this electrode was observed to have been damaged near the proximal end. A new device was connected to the electrode and a an impedance test yielded a high out of range shock impedance measurement of greater than 400 ohms. With some difficulty, additional intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during a general replacement procedure, this electrode was observed to have been damaged near the proximal end. A new device was connected to the electrode and a an impedance test yielded a high out of range shock impedance measurement of greater than 400 ohms. With some difficulty, additional intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.